Event description:
Abbott diabetes care received a medwatch report which reported the following information: an unspecified sensor issue was reported with the adc sensor. Customer reported experiencing "two back-to-back failures of abbott freestyle libre 2 sensors," and further reported no clinical signs, symptoms, or conditions we're experienced due to these issues. Customer was successfully contacted and stated that their issues had been resolved and declined to provide further information. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: an unspecified sensor issue was reported with the adc sensor. Customer reported experiencing "two back-to-back failures of abbott freestyle libre 2 sensors," and further reported no clinical signs, symptoms, or conditions we're experienced due to these issues. Customer was successfully contacted and stated that their issues had been resolved and declined to provide further information. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The consumer reported issues with 2 freestyle libre sensors, all with unknown serial numbers. This report covers all 2 sensors. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The information provided in mw5116964 is identical to the information reported in mw5116963 & mw5116962 that were submitted by the consumer; however, since sensor serial numbers were not provided, three respective reports will be submitted. This complaint was received via user report and has been reported to FDA. Extended investigations are pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: an unspecified sensor issue was reported with the adc sensor. Customer reported experiencing "two back-to-back failures of abbott freestyle libre 2 sensors," and further reported no clinical signs, symptoms, or conditions we're experienced due to these issues. Customer was successfully contacted and stated that their issues had been resolved and declined to provide further information. Based on the information provided, there was no report of serious injury associated with this event.